Manufacturer narrative:
The hill-rom tech thoroughly inspected the bed and found no issues with the patient right side rail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made to the account regarding the allegation of a patient falling out of bed and hurting themselves without obtaining any info. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail did not latch and the patient fell out of the bed. The bed was located in a patient room at the account. Hill-rom is unaware if the patient was injured as a result of the fall. This report was filed in our complaint handling system as complaint #(B)(4).